Event description:
Patient was undergoing thrombectomy for occlusion in right mca using penumbra system. Physician used a 5max reperfusion catheter over a velocity microcatheter to deploy the separator 3d into the thrombus. After five passes the occlusion persisted in the distal m1 segment, and a 3max reperfusion catheter and separator were deployed. After "significant attempts" with the 3max system the procedure was terminated with a tici 2b. During the procedure a clot was displaced into the anterior cerebral artery, which was determined to be of probable relationship to the penumbra system devices used. Additionally, a post procedure non-contrast CT revealed a small hemorrhage with cerebral swelling and 1.1mm midline shift. This was also determined to be of probable relation to the penumbra system.

Manufacturer narrative:
Conclusion: emboli and hemorrhage are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00324, MDR 3005168196-2013-00325, and MDR 3005168196-2013-00330.

Manufacturer narrative:
The event intracranial hemorrhage has been changed to unrelated relationship to the penumbra system and a new event has been added: progression of index stroke . The event date was added: (B)(6) 2013.

Event description:
On (B)(6) 2015 the event of intracranial hemorrhage was adjudicated to be "unrelated" to the penumbra system. On (B)(6) 2013 another post procedure non-contrast computed tomography (CT) scan indicated increased cerebral swelling with midline shift and increased uncal herniation which was initially adjudicated to be unrelated to the penumbra system. However, on (B)(6) 2015 the event name was changed from "uncal herniation" to "progression of index stoke" and it was adjudicated to have a probable relationship to the penumbra system.